Event description:
In 2001: patient diagnosed with an abdominal aortic aneurysm. In 2002: patient undergoes placement of aaa graft. Patient tolerates procedure well and recovers normally. In 2004: small type ii endoleak present in aneurysm sac. Physicians elect to monitor patient. A week later: aneurysm excluded from circulation. No evidence for endoleak, aneurysm sac is decreasing in size.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.